Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 26 mm in length target lesion was located in the severely tortuous and calcified right coronary artery. Following pre-dilatation with a balloon, a 3.50 x 28 mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed; however, the tip of the stent struts were found lifted up. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 26mm in length target lesion was located in the severely tortuous and calcified right coronary artery. Following pre-dilatation with a balloon, a 3.50 x 28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The device was removed; however, the tip of the stent struts were found lifted up. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.50 x 28mm stent delivery system was returned for analysis. Visual and microscopic examination of the stent found distal stent damage, with stent struts stretched distally past the distal markerband. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip found distal tip damage. Visual and tactile examination of the hypotube found no issues. Visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.